Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in impedance measurements since (B)(6) 2011. No anomalies were observed during the most recent follow-up. According to the daily measurements, however, abnormal impedance was measured and intermittent lead fracture was suspected. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.